Event description:
Customer called to report high blood glucose and bent cannula on the infusion set insert in her leg. Blood glucose reading was 460 mg/dl. The customer has changed the set and insertion site. Customer had treated using the insulin pump. Advised the customer to talk to her health care professional about the insertion site issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.